Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. This occurred with insulin cartridges from two unknown boxes. It is unknown if the boxes had the same lot number or different lot numbers. The cartridge lot number was not provided. No adverse event was reported. The insulin cartridges were discarded; therefore, no product could be requested to be returned for product evaluation.